Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no battery in the device. Cracked reservoir tube lip noted during visual inspection. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Unable to perform data analysis as the insulin pump was not received with battery in the battery tube.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was above 500 mg/dl. The caller stated that the customer went to dialysis and had a heart attack while driving. The customer was not wearing the insulin pump at the time of death. The caller stated that the device was taken off the morning or the afternoon of the death. The caller stated that the customer chose not to wear the device. The customer was off insulin pump therapy because one of their lungs had collapsed. Nothing further was reported.